Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented during device interrogation, an inappropriate shock for atrial fibrillation with rapid ventricular response was observed. The physician performed an atrioventricular junction ablation (B)(6) 2019 and the patient was stable following.